Event description:
It was reported an eri message appeared on the pt programmer after 2 years. The eri message appeared in december. The pt was scheduled for replacement of the implant on (B) (6) 2010. The pt had been told the device would last 5 years. The pt still had stimulation sensation in certain position, but "not much". Approx a week later, it was reported the pt experienced a shocking sensation. The pt woke up during the night on (B) (6) 2010 with a strong "zapping feeling" down both legs that became "stronger and stronger". The pt was able to turn off the stimulation with the pt programmer. The pt's "nerves burned for a few hours" after turning off the stimulation. The feeling was different than what was normally experienced when turning the stimulation off. It was also reported a few months ago, the pt began seeing "poor communication" indicators and was unable to adjust programs and settings on the stimulation system. The batteries were changed in the programmer which did not resolve the issue. The pt had an EKG during which she was not able to turn off the device using the pt programmer.

Manufacturer narrative:
(B) (4).